Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9018583, and no quality issues were found during production. Our quality engineer reviewed the provided photo and found that they only showed the packaging and lot number. There was no evidence of needle retraction failure found in the provided photos. Based off the provided photos the engineer was unable to verify the reported failure mode. Since no defects were observed a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 18g x 1.16¿ (1.3 x 30 mm) (latin america) had a safety shield activation failure. The following information was provided by the initial reporter: "according to e-mail's content, the devices reported presents issues in needle retraction when pressing the button, after the patient peripheral puncture is performed. It is understood that there is no issue with the venous access establishment; however, it presents difficulty with the needle retraction. The complaints have occurred in different moments, professionals, and sectors from the complainant facility, but they all reports the same issue: safety device does not activate additional information: it was confirmed only 1 occurrence (despite off multiples reports); there was no patient/health professional injury; there is no image/video available;".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 18g x 1.16¿ (1.3 x 30 mm) (latin america) had a safety shield activation failure. The following information was provided by the initial reporter: "according to e-mail's content, the devices reported presents issues in needle retraction when pressing the button, after the patient peripheral puncture is performed. It is understood that there is no issue with the venous access establishment; however, it presents difficulty with the needle retraction. The complaints have occurred in different moments, professionals, and sectors from the complainant facility, but they all reports the same issue: safety device does not activate additional information: it was confirmed only 1 occurrence (despite off multiples reports); there was no patient/health professional injury; there is no image/video available;"